Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her daughter fills the reservoir and when she filled it up, the pump said it was unable to deliver. Customer's blood glucose is over 500 mg/dl. Customer had a no delivery alarm and stated that she treated with a manual injection of 10.0 units. Customer stated that the alarm occurred during manual prime and is recurring. Customer was unable to further troubleshoot as her daughter does everything for her and is not home right now. Customer stated she will call back and will continue to follow her back-up plan until the issue is resolved. Customer later called back and her blood glucose was 343 mg/dl. Customer took a manual shot. Customer manually pushed the plunger and stated that the insulin did exit. Customer manually pushed the plunger and the pump did alarm no delivery with manual prime. Customer was able to give herself a bolus using the pump. Customer was advised to return the infusion set and reservoir.